Event description:
It was reported that during a ladg procedure that the tissue pad fell off. Another device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.